Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 375cc mentor memorygel breast implant and experienced shooting pains in both breasts. The patient also experienced several other symptoms, including: fatigue, joint pain, lyme disease, fibromyalgia, tissue disease, chronic fatigue, connective dysfunction-brain fog, joint pain, hair loss, weight gain, temperature intolerance, heart palpitations, hormonal imbalance, swollen tender lymph nodes in the under arm and groin, headaches, migraines, hypo-adrenal symptoms, and adrenal fatigue. As a result, the patient underwent bilateral explantation on (B)(6) 2019. This report is for the patient¿s left-sided device.